Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of "palpitations which were explained by non-sustained vt." Further review indicated that the lead may have perforated the pericardial space. Additional information received indicated that the patient was short of breath and has problems with "excess fluids." He also complained of nasal dryness and stuffiness. An ECG done revealed intermittent lv lead placment and right ventricular pacing. Output on the lv lead was increased to restore biv pacing and the lead remains in use. The patient later reported his breathing was "much easier." No patient complications were reported as a result of this event.

Event description:
It was reported that the patient complained of "palpitations which were explained by non-sustained vt." Further review indicated that the lead may have perforated the pericardial space. There were no further patient complications reported as a result of this event.